Event description:
It was reported that the left ventricular (lv) lead dislodged. It was observed the lead was no longer capturing. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013, 6947m implantable tachy lead implanted: (B)(6) 2013, 5076 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was observed the lead was no longer capturing and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.